Manufacturer narrative:
(B)(4).

Event description:
New information indicated the physician suspected an insulation abrasion. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise. The noise was reproducible with isometrics and no patient symptoms were reported. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 23.9cm to 24.4cm from the connector pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.